Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter does not turn on. The patient did not develop any symptoms before, during or after the issue. The patient did not take any action regarding treatment as a result of the product issue. The meter did not turn on when the power button was pressed. The meter did not power on when the test strips were inserted all the way into the test strip port. The patient replaced the battery per the owners manual. The batteries are correctly installed and the battery contacts are in good condition. This complaint is being reported because the power issue was not resolved. The patient did not experience any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.